Manufacturer narrative:
The samples were serum that was centrifuged for 5 minutes at 3500 rpm. Qc was within specifications prior to and after the erroneous results. The customer indicated that previously run patient samples were rerun to confirm accuracy back to the last qc run. No discrepancies were noted. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erratic reactive hepatitis b surface antigen (hbsag) results for two patients' samples that were generated by the unicel dxi 800 access immunoassay system. The samples were sent to customer product line support (cpls) for further testing. Cpls was not able to reproduce the customer's results and obtained non-reactive results for both patients. No erroneous results were reported out of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.